Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient with a pre-operative diagnosis of lumbar disc herniation, utilizing an endoscope device for med therapy. It was reported that it was used for the first time after purchase but the image is cloudy. It was unknown whether it was the scope or the camera adapter of another company. No health damage in the patient was reported. No further complications were reported regarding the event. Update: the product was used in the first procedure after purchasing. From the beginning of the procedure, it seemed to be slightly out of focus, and the image looked blurry. The procedure was continued to be performed.